Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg displayed an elective replacement indicator. The device has enough voltage to provide therapy. In turn, the patient may undergo surgical intervention to resolve the issue.